Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulse field ablation pulmonary vein isolation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that the physician reported a noticeable difference in the transition between the versacross connect and faradrive system. The physician reported difficulty advancing the sheath across the septum. The procedure was completed successfully by using original device. No patient complications have been reported. The product is not expected to be returned as it was disposed. It was further reported the physician reported no anomalous or difficult anatomy and no imaging challenges during the procedure. The transeptal location was the standard location. The procedure required only one application of rf energy via the baylis generator and wire but necessitated multiple crossing with the vc connect to dilate the transeptal site. Excessive force was not utilized to avoid injury.